Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced fluctuating blood glucose with postprandial hyperglycemia followed by corrective insulin delivery leading to hypoglycemia while the ilet algorithm was adapting to mealtime insulin needs. Symptoms included hypoglycemia down to 48 mg/dl and hyperglycemia up to 330 mg/dl, with low durations of about one hour and high durations of about eight hours, without loss of consciousness or diabetic ketoacidosis. Outcomes included self-treatment of hypoglycemia with oral carbohydrates and protein without medical intervention or hospitalization. Investigation included review of user-reported glucose logs and therapy actions with troubleshooting and education on meal announcements. Investigation of this case revealed that glycemic excursions were associated with missed or suboptimal meal announcements and ongoing algorithm adaptation rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was use-related factors and expected device behavior during learning, with no evidence of device failure.